Event description:
A talent bifurcated stent graft was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the device was being prepped for use and a 3 mm gap between the tapered tip and the graft cover was noted. The tech attempted to re-seat the tapered tip into the graft cover but as he released the pressure the graft cover separated from the nose. The physician wanted to use the delivery system; therefore, while the delivery system was still outside the patient, the quick release button was disconnected and the tapered tip was seated into the graft cover followed by insertion of the delivery system into the patient. After the device was positioned at the intended location the quick release button was reconnected and the stent graft successfully implanted without complication.

Manufacturer narrative:
Gap. Evaluation results: lack of information device was discarded after the procedure.